Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have any photos of the reaction? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that a patient underwent a port placement procedure on (B)(6) 2019 and topical skin adhesive was used. The patient experienced redness and itching like poison ivy. The patients doctor suggested that she peel the topical skin adhesive off. The doctor has attempted to peel off the topical skin adhesive with no success of removing it. The patients reaction is getting better but there is still a ¿shiny film¿ on the skin that occasionally flakes off. The wound looks good, but the skin around is raw and irritated. Patient is currently taking benadryl, the doctor also gave the patient an occlusive gauze patch with 3% bismuth tribromophenate and petroleum to put on the area, but the patch burns when applied. The patient had delayed her chemotherapy two weeks due to not being able to use her port till her reaction is healed. Additional information has been requested.